Event description:
It was reported that the customer had normal blood glucose levels of 77.4 mg/dl. The customer reported that the buttons of the insulin pump have become unresponsive. The issue with the buttons was preceded by a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that no unexpected button error alarms noted. However, the insulin pump had intermittent button response (escape button) due to corroded keypad traces. Minor scratches on lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address/serial number label.